Event description:
Indication: chronic inflammatory demyelinating polyneuritis. Patient (pt) report pump (serial: (B)(6); expiration date: not provided) with error lithium battery low. Pt. Missed infusion due to malfunction. Pt was unable to infuse via gravity. No adverse event(s) reported due to product issue. Pharmacy to replace pump. Material sent for return of device associated with event. Availability for investigation dependent on pt return. No further info. Medication associated with pump use is gamunex.